Manufacturer narrative:
This report is a retrospective report to include event on the database. Discussion with user and head of department at time of incident reveiled that the user had knowingly ignored the suction levels as per on the product IFU supplied with device. The user used 400% additional suction than manufacturer's instructions for use. Excessive suction caused a very large biopsy to be taken causing persistent bleeding from the biopsy site. A single stitch was used to closed the biopsy site which stopped the bleeding and the patient did not have any further effect from this incident. The IFU clearly states the amount of suction to use and warns against using excessive suction.

Event description:
Oversized rectal biopsy specimen taken due to user error with incorrect suction level used. User stated that they purposely ignored the recommended suction level on the companies IFU supplied with the product.